Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had shorter than expected battery life. The reporter stated that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/03/2016 with the following findings: a review of the pump¿s black box revealed evidence of a short battery life. The returned battery cap was undamaged and able to fit securely. There was evidence of moisture ingress on the display screen. A leak test failed due to a damaged case leak. All currents draw were above specification. The reported ¿short battery life¿ complaint was duplicated. The pump¿s cover was removed and there as moisture corrosion found to the continuous glucose monitor module. Unrelated to the original complaint, the pump¿s base was found to be cracked. (B)(4).